Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the device did not form the clips properly. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Batch # r93k6m. The analysis results found that the el5ml device was returned with no damage in the external components and a plastic bag with two malformed clips inside. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint, were found during the manufacturing process.